Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 118 mg/dl. The customer reported that they had damage around the reservoir. The customer stated that the reservoir compartment or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received in stuck manufacturing mode unable to perform the displacement test and occlusion test due to missing retainer. Unit received with missing reservoir tube o-ring, broken reservoir tube lip, cracked case at battery tube side, minor scratched display window, cracked keypad overlay at select button and scratched case.